Event description:
Caller alleged discrepant inratio results in comparison to the laboratory inr results. Results as follows: date: (B)(6) 2013, inratio inr: 2.4, laboratory inr: 2.8. The time between testing was thirty minutes. Therapeutic range 2.6 - 3.5 for patient. There was no reported adverse patient sequela. The patient was only concerned because the difference between the testing would result in a lovenox injection. There was no additional information provided.

Manufacturer narrative:
Investigation pending.